Event description:
The patient has been diagnosed with left vocal cord paralysis, confirmed on direct laryngoscopy. Symptoms developed about six months after surgery. The physician presumes that it is due to compression, ischaemia, or fibrosis and requested literature on the subject as it was not related to direct surgical injury at the time of surgery. Clinic notes were received which indicate the patient's voice became noticeably weak about six months ago when the settings were changed due to shortness of breath. This weakness deteriorates presumably in relation to periods of stimulation. The patient does not have any significant stridor, respiratory distress, or difficulty swallowing at present and there is no history suggestive of significant aspiration. On the date of this visit (date unknown), the notes state that the patient's voice was fairly normal and general examination was otherwise unremarkable. The patient was particularly co-operative during flexible laryngoscopy. The left vocal cord was immobile and sitting in a paramedian position with a reasonable degree of glottic closure due to compensation from the right side. During periods of stimulation, the left vocal cord seemed to be bowed and flaccid resulting in a larger phonatory gap. During this time, there was inadequate compensation from the right vocal cord with closure being predominantly supraglottic. The patient appears to have left vocal cord paralysis with good compensation. The phonatory gap increases during periods of stimulation, associated with glottic closure. The physician states in the notes that he does not have the experience to predict whether or not left vocal fold function will deteriorate with longer term vns use, but if this was to occur, the adverse effect on phonation could be managed by vocal fold augmentation. However, the physician very much doubts that this will be necessary. Programming history was provided which indicates the patient coughs with stimulation. The patient also experienced respiratory difficulties when sleeping and is seeing an ear nose throat doctor for his altered voice. Follow up with the physician indicates the respiratory difficulties were noisy breathing during sleep. There was also a complaint of breathlessness during exercise around the same time. This seemed to be due to stimulation, as reducing the on time but maintaining the approximate duty cycle improved the symptoms. It is difficult to be certain of this relation to stimulation as there was no specific monitoring performed to confirm this; however, it was assumed to be the case. The symptoms resolved with reduction of the on time. The physician stated that the respiratory difficulties became apparent over time, potentially as the current was increased. The patient has severe neurological problems and these issues were relatively minor in the broad scheme of things, per the physician. The patient did not have a medical history of this prior to vns. In regards to the vocal cord paralysis, the physician stated that the relationship to vns is uncertain. The onset of the dysphonia was six months after implantation. There was no trauma at that time. Nerve injury possibly occurred at the time of surgery and the manifestations were delayed. The discomfort and prominent cough at very low stimulation following implantation might suggest an acute problem following implantation. There was no periodicity to the dysphonia and it was not related to vns stimulation. The ent exam indicated permanent left vocal cord paralysis. As intervention, the vns may be turned off as it does not seem to have been effective in reducing seizures over the last two years. No other causal or contributory programming or medication changes, besides the usual gradual increase in stimulation current each month following implantation, preceded the onset of the event. The patient does not have a medical history of vocal cord paralysis prior to vns. No additional information has been provided.